Event description:
Per the clinic, the patient developed a seroma and pain at the implant site approximately 1.5 years post-implantation (specific date not reported). The seroma was aspirated and fluid was sent for culture (specific date not reported), which was positive for infection located behind the incision site. Subsequently, the patient was prescribed with oral antibiotics on (B)(6) 2026 (duration not reported); however, the issue could not be resolved. The device was reported to be protruding. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.